Event description:
It was reported that soon after the catheter was placed, a leak was found 30cm from the distal tip of the catheter. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.